Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd luer-lok¿ syringe the product appeared to be defective as the customer states during a circumcision procedure when using a numbing medication the device didn't perform correctly. It was stated ¿the draw needle was flimsy plastic as when consumer twisted the draw needle the plastic flanges bent and would not allow removal. Consumer used a hemostat to grab plastic and then could twist it off. There was a delay in the procedure due to other equipment (gomco bell and clamp) that were the incorrect size. There was no injury to the patient.¿ there was no report of medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. Investigation conclusion: no root cause can be determined as no samples were received.